Event description:
It was reported to boston scientific corporation that an trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure performed on (B)(6), 2014. According to the complainant, during the procedure, while attempting to capture the stone, the tip of the basket detached when it came into contact with the bile duct wall. The procedure was completed with another of the same device. The detached tip remained inside the patient¿s bile duct and a plastic stent was placed. The patient developed fever post procedure and was given an antibiotic drug. There were no other patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found residue present on the device indicating use/ handling and the tip of the basket was detached and not returned. The basket wires were retracted into the distal end of the coil assembly. The handle cannula was bent upward from compressive force applied to the handle during use. Side car rx (guidewire lumen) pushback was noted and was within specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip detached. The tip was detached and the basket wires were retracted into the coil assembly. The device is designed so that the basket tip detaches if the stone cannot be crushed. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to capture the stone, the tip of the basket detached when it came into contact with the bile duct wall. The procedure was completed with another of the same device. The detached tip remained inside the patient's bile duct and a plastic stent was placed. The patient developed fever post procedure and was given an antibiotic drug. There were no other patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable.